Event description:
The manufacturer received information alleging a trilogy evo ventilator was returned for maintenance. There was no harm or injury reported. During maintenance operational check, a replace internal battery alarm e-195 alarmed and was also confirmed in the error log. The device's internal lithium-ion battery was replaced to address the issue.